Manufacturer narrative:
The device was not working as intended. The patient was sent a replacement blood glucose meter to resolve the issue. The return of the livongo blood glucose meter was requested for investigation. Multiple attempts were made to retrieve the patient's blood glucose meter with no success; the device was not returned. A supplemental report will be filled if the devices is returned by the patient.

Event description:
The patient reported a complaint that their livongo blood glucose meter was not accurate. The patient reported experiencing inconsistencies with low readings that did not match feelings. The patient went to see the physician and stated everything was fine with the readings at the physicians' office. The patient was educated on FDA standards for determining meter accuracy by comparing a blood glucose meter reading to the results of a capillary lab test. The patient was also educated on proper storage and all external factors were ruled out in investigating accuracy concerns. The patient did not have control solutions. Member support ordered new supplies for the patient. The patient performed control solution tests on(B)(6) 2024. The ranges for control solution 1 were 101 - 152 and 284 - 427 for control solution 2. Two rounds of control solutions test were performed. The results for control 1 were 58 and 50. The results for control 2 were 237 and 242. The control solution results were not within the acceptable ranges. The patient didn't receive any medical treatment because of the inaccurate results from the teladoc blood glucose meter.